Event description:
It was reported that during testing the top housing detached from the bottom housing. The housing opening could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, adverse consequences, or medical intervention.